Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged cough. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles and having cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection was completed by the manufacturer. The manufacturer found evidence of liquid contamination, located in the front and rear panel enclosure mounting channel. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found the error log showed different instances of: e-200, e-53 and e-4. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. Section h6 has been updated / corrected.